Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was stuck in the lesion. The totally occluded target lesion was located in mildly tortuous and severely calcified left superior femoral artery. While advancing the device in the chronic total occlusion, it became stuck in the lesion. It was released by pushing and pulling the device several times; after this the device was simply pulled out from the patient. It was confirmed that no detachment of the device occurred. The procedure was completed with a different device. No complications reported and patient is stable.